Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the speaker of the mx450 intellivue pt monitor malfunctioned. There was no sound coming from the speaker and a speaker malfunction inop was displayed. No pt harm resulted from this event.